Event description:
A medtronic rep reported a monitor on the demo unit "flickered" intermittently. No impact on pt outcome was reported.

Manufacturer narrative:
The device has no been returned to the MFR.